Event description:
On (B)(6) 2014 the surgeon had performed a calcaneo-fibular ligament repair. The hole was prepped using a 3.8mm awl dilator and the twinfix was successfully implanted. No other devices were implanted during the initial surgery. The patient was reported to be compliant with physician orders after the initial surgery. The stitches were reported to be removed post-operatively on day 10. The wound was reported to have been recovering well with only mild swelling. The patient was prescribed non weight bearing activities for the first two weeks. The patient was then prescribed partial weight bearing less than 50% from second through fourth week. The wound was reported to have broken down on day 23 post-operatively, with the patient presenting leg pain, redness, and swelling. The patient was re-admitted to the hospital post-operatively week 4 and prescribed ciprobay (IV) and gentamycin (IV) for 5 days. The patient was prescribed further oral antibiotic ciprobay & fucidin for 2 weeks. The wound was reported to be healing. However, post-operatively week 7, the patient developed symptoms of leg pain, redness, and swelling again. The patient was prescribed further oral antibiotic ciprobay & fucidin for 2 weeks. The patient returned to work. However, post-operatively week 10, the patient developed symptoms of leg pain, redness, and swelling again. The patient was prescribed further oral antibiotic ciprobay & fucidin for 2 weeks. On (B)(6) 2014, post-operatively week 12, the surgeon removed the twinfix implant due to osteomyelitis confirmed by x-ray. After removal of the twinfix implant, the swelling was reported to have subsided and the wound healing. The patient was placed on a long-term antibiotics regimen (2 weeks oral antibiotics) upon discharge.

Manufacturer narrative:
Device evaluation: one tf ultra, 5.5mm pk anchor was returned for evaluation of the reported complaint mode, ¿infection¿. There were small pieces of the suture returned with the anchor as well. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized by ethylene oxide gas on 11/15/2012. All process parameters were confirmed to be within specification. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).